Manufacturer narrative:
The device history records have been reviewed with special attention to the raw material, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only compliant reported to date for this lot number and failure mode. The device was not returned; however, images were provided for review. Fluoroscopic images demonstrate a denali filter adjacent to the lumbar spine. A filter arm appears to be unexpanded and possible crossed with another filter limb. Based on the images provided, failure of a filter arm to expand can be confirmed. However, based upon the available info, the definitive root cause is unk. It is unk if procedural factors contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the user facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vena cava filter, a filter arm did not completely expand. The filter remains implanted. There was no reported pt injury.